Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5594 implantable pacing lead implanted: 2010 (B)(6); 6944 implantable tachy lead implanted: 2010 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced a dislodgement. During the procedure, when the physician tried to remove the lv lead, the right atrial (ra) lead was damaged and broken. Both leads were replaced. It was also noted that the lv lead was implanted after the use by date. No patient complications have been reported as a result of this event.